Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 450 mg/dl. Customer symptom related to high blood glucose was nausea. Customer reported they have contacted their healthcare. Customer current blood glucose reading was 246 mg/dl. Customer blood glucose reading at the time of the incident was 450 mg/dl. Customer used manual injection to treat high blood glucose reading. Customer states the drive support cap appears normal. There were no leaks or air bubbles. Customer states infused was changed on (B)(6) 2017. High pressure test was performed and alarm came on after the test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. High pressure test was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.